Manufacturer narrative:
Ge healthcare¿s (gehc) investigation has been completed. Prior to performing any destructive testing on the body coil, the coil was visually inspected, tuning was checked, and the coil was evaluated in a scanner at gehc. The primary root cause of the mr 450 body coil issue was due to electrical arcing. The arcing occurred because of high electric fields in the application, insufficient distance between conductive parts and contamination on the board. In this condition,arcing occurs across the board surface. No injury occurred and the rf body coil was replaced. Ge healthcare is initiating an action in the field to replace and repair the rf body coil. This action was reported to the FDA under correction number 2183553-02/01/17-001-c on february 1, 2017.

Manufacturer narrative:
Patient information could not be provided due to country privacy laws. Incident date is not known. Information anticipated but not yet received. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun

Event description:
It was reported that during the scan of the first patient of the day, the customer noticed a burn spot on the wall of the bore. The patient did not sustain any burn or other injury. After the patient was removed from the room, the technologist contacted ge service. The burn mark is in an area that would normally be accessible to the patient during a scan.